Event description:
As reported by the user facility: reference# (B)(4). Serial# (B)(4). Pump over infused fentanyl. The pump was set to run at 20 mcg/hr, of 1,000 mcg/100 ml - as per dosage, should be receiving 2 ml/hr/bag. Changed at 12 pm. According to calculations, should have received 10 cc total for 5 hours. Rate and volume to be referred or set correctly and checked by 2 nurses. Pump ran for 5 hours and total bag volume was delivered in the 5 hours. Pir - pt fine. Administered fentanyl - no injury and no medical intervention.

Manufacturer narrative:
(B)(4). (B)(4)is submitting a single report on behalf of b braun (B)(4) (the manufacturer) and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for evaluation. The pump has software version 686g030002. The volumetric accuracy was tested three times with a rate of 2.0 ml/h and a volume to be infused of 10.65 ml. The results were all within specification at 10.60 ml, 10.56 ml, and 10.59 ml, no free-flow occurred with the door closed or opened. The pump's operation log was reviewed. On (B)(6) 2012 at 4:07:57 pm, an infusion was started with a rate of 2.0 ml/h. On (B)(6) 2012 at 2:55:51 am, with a total volume infused of 21.59 ml or 100.0% of the expected volume, a new dose rate of 30.000 microgram/hour with an infusing are of 3.0 ml/h was programmed. At 10:22:09 am, with a total volume infused of 22.32 ml or 100.0% of the expected volume, a new dose rate set of 20.000 microgram/hour and a new rate of 2.0 ml/h was programmed. At 3:40:56 pm, the pump was unplugged and switched to dc (battery) power. At 3:41:38 pm. The infusion was stopped with a total volume infused of 10.64 ml or 99.9% of the expected volume. At 3:43:22 pm, the infusion was restarted with a rate of 2.0 ml/h and immediately stopped at 3:43:35 pm with a total volume infused of 0.01 ml or 100.0% of the expected volume. At 3:43:40 pm, the pump was placed on "standby", and at 3:44:49 pm, the pump was taken out of "standby". At 3:47:14 pm, the pump was again placed on "standby" and at 4:39:17 pm, the pump was taken out of "standby". At 4:41:29 pm, the pump was once again placed on "standby". At 9:33:52 pm, the pump door was opened and the pump taken out of "standby". At 9:34:00 pm, a "tube_drive_open_req" was selected on the keypad, followed by a "tube_change_req" at 9:36:52 pm. Then, at 9:36:55 pm, the pump was powered off for the day. All available info has been forwarded to the device manufacturer. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event.